Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 39 mg/dl and the paramedics were called. He was treated at home with super dextrose and was not taken to the hospital. The issues occurred three months ago. The product was not returned. Nothing further to report.